Event description:
User received erroneous ast result for 27 pt samples. Only the following 23 results were provided. User states original results were off by a factor of 10. All results are initial / repeat and are in I/u. Sample I: 204 / 19. Sample 2: 449 / 42. Sample 3: 206 / 18. Sample 4: 518 / 48. Sample 5: 344 / 30. Sample 6: 798 / 74. Sample 7: 345 / 33. Sample 8: 272 / 26. Sample 9: 233 / 21. Sample 10: 165 / 14. Sample 11: 167 / 15. Sample 12: 566 / 54. Sample 13: 231 / 26. Sample 14: 265 / 24. Sample 15: 139 / 13. Sample 16: 193 / 16. Sample 17: 257 / 23. Sample 18: 257 / 25. Sample 19: 249 / 23. Sample 20: 211 / 18. Sample 21: 207 / 20. Sample 22: 146 / 13. Sample 23: 217 / 19. Initial results were reported. User stated she had not heard of any instances of pt being harmed as a result of the original result. The field service rep could not find a cause. If add'l info is received, appropriate notification will be provided.